Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a pump flip was confirmed. It was noted the pump pocket was opened and the catheter was found to be heavily twisted. It was further noted that once the twist was removed and a new connector was used, the catheter had free flow of cerebrospinal fluid. It was noted that a dye study was done. It was further noted the product issue was resolved and cause of the issue was the catheter was heavily twisted. It was noted the patient had underdose symptoms and less than 50% therapy relief. It was further noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported that the catheter dye study was done two to three days prior to the catheter revision.